Event description:
Lar procedure. Cs29 got into firing range and fired. No unusual sounds. Donuts looked good. Anastomosis revealed no staple formation. Md had to re-do anastomosis (friable tissue) using manual sutures. Anastomosis leak tested ok at end of procedure; drain placed for precautions. Case took about 8 hours.